Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump battery was depleting quickly. The customer declined to provide any further information. There was no reported impact to customer's blood glucose.